Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "downstream occlusion" alarms were confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The processor printed circuit board and input/output printed circuit board were determined to be out of specification and were replaced. The unit was received in a unrepairable condition and will be scrapped.

Event description:
During the evaluation of a returned spectrum infusion pump, 115 occurrences of "downstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.